Event description:
Pacemaker cardioverter defibrillator placed 08/01/97. On 08/02/97 there was a pacing non-capture and elevated threshold noted. The defibrillator was found to have the set screw to the pacer to be very loose and the lead had backed out.